Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient stated that she has irritation from using the electrodes. It¿s leaving dark spots on his neck. I advised her to stop using the spinalpak until the affected area is cleared. The irritation started last sunday. The skin was red and itchy with little welts. No blisters. The patient changes the electrodes every day. The electrodes were not rotated. The area was clean with soap and water. The patient does not have sensitive skin. The patient does not have any allergies. No new products. The patient showed the doctor the skin irritation. The doctor told the patient not to use the electrodes. The doctor did not prescribe any medication. New 63b electrodes were shipped to the patient.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated that she has an irritation from using the electrodes. It¿s leaving dark spots on his neck. I advised her to stop using the spinalpak until the affected area is cleared. The irritation started last sunday. The skin was red and itchy with little welts. No blisters. The patient changes the electrodes every day. The electrodes were not rotated. The area was clean with soap and water. The patient does not have sensitive skin. The patient does not have any allergies. No new products. The patient showed the doctor the skin irritation. The doctor told the patient not to use the electrodes. The doctor did not prescribe any medication. New 63b electrodes were shipped to the patient.